Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The low battery alarm could not be verified due to the blank display. The device was also received with a cracked case display window corner, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a sudden low battery alert and then the display went blank. Blood glucose value was 150 mg/dl. The customer stated that the insulin pump had moisture inside the battery compartment. She explained that the device was not submerged in water, but she had it clipped to her wet bathing suit. During troubleshooting, the customer stated dried the battery compartment and stated that the battery cap was not damaged. The display returned after she inserted a new battery. She also reported that there are cracks on the screen and the reservoir compartment. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.